Event description:
Follow-up information received reported that the patient was scheduled to have the left side done next month.

Event description:
It was reported that the patient was having a neurostimulator exchange because the battery was dead. It was noted that the patient had great therapy before. The manufacturer representative tried turning the neurostimulator on while it was in the patient and they couldn't feel anything.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3886 lot# l68748, implanted: 2002 (B)(6), product type lead product ID: 3095-10 lot# serial# (B)(4), product type extension product ID: 3031a lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that regarding impedance: there was reading >4000 ohms on all of the bipolar pairs. It was recommended to increase default test values and re-run test. There was reading >4000 ohms on all of the unipolar pairs. They were changing out 3886 to a 3058 lead. It was verified seated in connector block. They tested at 1.3 and 210 and well as .8v and 210. They retested at 1v/300 1.5v/300 2v/330 3v/360 with the same results. Open circuit was noted. It was later reported on 2013 (B)(6) that the physician left lead in due to being anchored to the bone. No intervention was needed, not explanted. Regarding the patient status it was noted that the patient was going to come back and have everything new put in on the left side. If additional information is received, a follow up report will be sent.

Event description:
It was later reported that replacement was done and the patient was going great.